Event description:
It was reported that the instruments were used during surgery for the first time. The surgeon appeared to have problems since it was not possible to pick up or hold the screws with the instruments. To complete the case, the surgeon used other instruments.

Manufacturer narrative:
Catalogue number 48047032 from lot number 07h966 was also involved. With the information available, it is indeterminate which instrument was actually involved with the event. Additional information has been requested, and if made available, will be reported in a supplemental. Codes will also be determined and reported on a supplemental following an engineering evaluation.